Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating lower scanned values while wearing the adc device. On (B)(6) 2022, the customer experienced feeling tired and restless and was provided fruit juice and a banana by the non- hcp for treatment. A nurse then provided the customer with an additional juice and 2 teaspoons of glucose for treatment. Emergency service was called, and a scan of 53 mg/dl was compared to an hcp glucose test "higher 200 mg/dl," when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer was transferred to the hospital where unspecified medical intervention was provided. No further information was provided. There was no report of death or permanent injury associated with this event.